Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included gabapentin and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and menstrual disorder ("hormonal changes describe: cycle changed"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding abnormal bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)/heavy bleeding"), blood loss anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("other injuries/symptoms: fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and polymenorrhoea ("2 cycle a month"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, menorrhagia, blood loss anaemia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, fatigue, vaginal haemorrhage, menstrual disorder, urinary tract infection and polymenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, polymenorrhoea, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details - not removed as per pfs and hysterectomy done. Received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, gen abnorm. Bleed (interpreted as general abnormal bleeding), perforation: fallopian tubes, uterus. Discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: not reported; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received events " hormonal changes describe: cycle changed, infection (bladder/ urinary tract/vaginal) type: uti" were added. Patient demographics , lab data and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)/heavy bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleedingabnormal bleeding)"), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("other injuries/symptoms: fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, menorrhagia, blood loss anaemia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details - not removed as per pfs and hysterectomy done. Received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, gen abnorm. Bleed (interpreted as general abnormal bleeding), perforation: fallopian tubes, uterus,. Discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: not reported; on (B)(6) 2013: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event "abnormal bleeding (vaginal)" added. New reporters and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus'), genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)/heavy bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, menorrhagia, blood loss anaemia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure removal details not removed as per pfs and hysterectomy done. Received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, gen abnorm. Bleed (interpreted as general abnormal bleeding), perforation: fallopian tubes, uterus,. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received case was upgraded to incident. Previously reported event injury nos was replaced. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, gen. Abnorm. Bleed (interpreted as general abnormal bleeding), fallopian tubes perforation, uterus perforation and other injuries/symptoms: fatigue were added. Essure indication and insertion date added. Patient date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.